Event description:
The lay user/pt contacted lifescan alleging that her one touch ultralink meter would not power off automatically when the test strips was removed. The issue was unresolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.